Event description:
It was reported the patient was supposed to have surgery on an inguinal hernia. The patient went into to have the procedure on the day of the report, but her health care provider (hcp) refused. The hcp did not want to do the procedure because the patient had an implantable device and a urinary tract infection (uti). The patient had been treated for the uti since (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v289338, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).